Event description:
A1114 skull clamp was reported to have slipped during a procedure. An adult pts' head was in the clamp and the base unit and the swivel adaptor had just been locked when the pts' head slipped from the pins. There was no injury to the pt as the nurse was able to catch the pts' head. According to the nurse there was "no" play in the clamp or the base unit. The pt was anesthetized but, was not draped at the time of this event. The pt was re clamped with the same mayfield pins and no additional issues occurred. The integra lifesciences representative inspected the skull clamp (rocker arm, locking mechanism and torque knob, however there were no issues found. The representative concluded that the issue was that there was user error and that is why the unit malfunctioned. Additional information has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.